Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems: hl-90 complaint of broken front cases of water reservoir was not confirmed during testing. No physical cracks with revealed upon visual inspection. The device ran for about three hours and not leaks occurred. Repair summary: for safety reasons the eater tank was replaced, the tank gasket was replaced, o-rings were changed, a rubber feet was missing and it was replaced and a new shipping box was provided. Complaint not validated and preventative action taken.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems: hl-90 has a broken front cases of water reservoir. No injury or intervention.